Manufacturer narrative:
A steris service technician inspected the unit found the washer drain line had disconnected from the facility wall drain. The technician stated this was due to the under counter installation clearance space being limited. The reliance 333 washer installation manual does not require attaching the drain line to the drain pipe, however, it does state (on page 3-4) "to prevent problems with flexible hoses and ease maintenance procedures, leave enough room behind the unit to avoid crushing or squeezing flexible hoses between unit and wall." The drain hose was attached to the wall drain pipe. The unit was tested, found to be operational, and returned to service.

Event description:
The user facility reported the unit was leaking water. The facility reported damage to a speaker, an exit sign, ceiling and floor tiles, and down stairs. No injuries were reported. No procedural delays or cancellations have been reported.